Event description:
It was reported that the customer experienced low blood glucose levels. Customer switched to a different pump for insulin delivery.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.